Event description:
It was reported that, when an symptomatic patient presented for routine clinical follow-up, post-paced t-wave oversensing on ventricular channel was observed. The oversensing was noted on the real time egm. Programming changes were made. No further issues were reported.